Manufacturer narrative:
Pt had head injury after falling 40 feet and was continously confused. Also pulled out central line. Cystoscopy and endoscopy using grasping forceps to retrieve and remove indwelling portion of catheter. Correct catalog number is 0165s116 with lot #sw440. Eval of returned sample noted a smooth like, pointed appearance with several cuts or slices on one side of the break area. No MFR deficiencies were noted in the sample. The evaluation failed to associate this type failure with the MFR process.